Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. The reported event of " hole near the distal exit tip "could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the brk needle punctured the sheath, causing a hole near the distal exit tip when passing the needle through the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.